Event description:
It was reported that catheter issue occurred. The opticross hd imaging catheter was selected for ultrasound examination of the target lesion. During the procedure, the device had trouble crossing the lesion and appeared fractured or split under x-ray. The device was removed from the patient in one piece. No patient complications were reported.